Event description:
Medtronic received a report that while pushing the device inside the microcatheter, resistance was felt. There was resistance in the distal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing flow diverter surgery. It was noted the patient's vessel tortuosity was severe. The access vessel was the middle cerebral artery (mca) with a diameter of 2.8 mm. Additional information received that the cause of the resistance was not determined.

Manufacturer narrative:
Product analysis#: (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened phenom 27 outer carton and inner pouch; and within a dispenser coil. The pipeline flex shield braid was returned within the catheter. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kinked was found with catheter body. However, the phenom 27 catheter body appeared to be cut at 135.5cm from proximal end and the ~16.5cm of the distal segments was not returned for analysis. Therefore, any contributing factors could not be assessed. No other anomalies were observed. Testing/analysis: the total length was ~142.0cm and usable length of catheter was ~135.5cm. The catheter was flushed with water and water was exited out from the distal tip. An in-house 0.026" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issues. The pipeline flex shield braid was pushed out from catheter without any issue. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance during delivery as the phenom 27 catheter and pipeline flex shield braid were found to be damaged. The pipeline flex shield pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. From the damages seen on the pipeline flex shield braid (frying) and catheter body (cutting); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.